Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the pt's neurostimulator battery after 8 months post-implant. The device was explanted and replaced. No pt injuries were reported and she recovered without sequelae.